Event description:
The customer reported that prior to use, it was noticed that the grounding pad was discolored. Another pad was used. No pt injury occurred. Initial eval of the returned sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.